Event description:
Patient reported left side ¿rupture¿, ¿breast pain," ¿prosthesis ruptured." The deice has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ silicone migration: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "rupture" diagnosed via ultrasound and CT scan and "breast pain". Sales's representative later reported "chest prosthesis ruptured and dispersed to the chest, resulting in her whole chest". This record is for the left side. Device has been explanted.